Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. The customer notified cardioquip that a patient was involved during the malfunction although no patient information was communicated. Cardioquip was unable to reproduce the reported issue. Following extensive troubleshooting, the cpg valves and several relays were replaced to mitigate future malfunctions. The device passed inspection and is fully operational.

Event description:
Customer reports device is not cooling properly.